Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
(B)(4) received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2016-00081 for the second report. It was reported there were two events that occurred regarding the separation of the blue endotracheal tube's connector from the endotracheal tube's body vent connection. The customer reported having to cut the endotracheal tube to secure the connection. There were no injuries reported due to the detachment during patient use. No additional information provided